Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 12apr2019 an eye care provider (ecp) in (B)(6) called to report a patient (pt) was diagnosed with a severe corneal ulcer os and hospitalized while wearing an acuvue oasys brand contact lens. On (B)(6) 2019 after approximately 5 hours of contact lens (cls) wear the pt felt a light discomfort os. The pt woke the following am and reported the os was swollen and ¿sticky¿. It is unknown if the suspect cls was worn during the night. The pt sought medical attention and was hospitalized until (B)(6) 2019. The pt was prescribed pgv atropic I 1% once a day for approximately one week and if necessary, vismed as a supplement. The pt has a follow-up appointment on tuesday, (B)(6) 2019 with the ophthalmologist. No additional medical information was provided. On (B)(6) 2019 a call was placed to the pts treating ecp for additional medical information. No additional information was provided as the ecp is out of the office until (B)(6) 2019. The suspect os lens was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003427 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.